Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they can't get their handset to work, and the issue started a couple days ago. Patient stated that when they tried to connect to their ins, the screen shows a message saying, "the system is operating at maximum settings." Patient confirmed that their communicator and recharger were good. Agent had patient tap on "ok", but patient then reported seeing the communicator battery low screen. Patient confirmed that when they plugged their communicator to the charger, they were seeing an orange battery indicator light. Troubleshooting did not resolve the issue. Agent reviewed general device use and advised patient to call back to continue troubleshooting once their communicator is fully charged. Patient called after charging the communicator. Patient said they are getting a max settings message on all the programs at 0.3. Patient said they usually are on program 4 w/ stim at 2.3. Patient said they haven't had any falls or trauma and the ins was 70% charged. Redirected to hcp to have the ins checked. On 2025-aug-12 additional information was received from the patient. They reported that the cause of the maximum settings message was unknown. They stated that the most likely cause was that they lost 10-15 pounds and also maybe from a metal detector at the airport. They noted that this issue was resolved.